Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 134 mg/dl. The customer stated that the entire back and bottom portion of the insulin pump was wanting to fall off prior to the alarm occurring. She stated that she held onto that portion while filling the tubing. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.